Manufacturer narrative:
(B)(4).

Event description:
A confirmed pump motor stall did not recover; the stopped pump duration exceeded 48 hours. Patient/device information was not reported. Pump medication information was not reported. Patient outcome was not reported. Additional information has been requested, but was not available as of the date of this report.